Event description:
Patient being prepared for (r) hip total arthroplasty anterior; small scrape occurred while clipping patient's groin area with clippers.what was the original intended procedure?surgical site preparation.device #1is this a laboratory device or laboratory test?no.device #2is this a laboratory device or laboratory test?no.